Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed damage to plunger cases and a missing bottom case. Review of the event history log showed an occurrence of a "force sensor test" alarm. Functional testing confirmed the reported issue. The investigation determined that the force sensor not working as intented was the cause of the reported issue. The force sensor was replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the force sensor and plunger sensor were damaged. There was unknown patient involvement.

Manufacturer narrative:
Unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.